Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 400 mg/dl. The customer stated that they had blood at site and mentioned that the site was actively bleeding. It was reported that the customer would not have been in auto mode due to sensor removed due to blood at site. The insulin pump will not be returned for analysis.